Event description:
It was reported that during a coronary drug eluting stenting treatment procedure, inability to cross the lesion and an embolization occurred. "Sts loaded on wire, removing sts not on wire." Additional information regarding this event has been requested.

Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis is not available , and we are not able to determine the root cause of this event. The manufacturing records for top assembly batch 7874571 have been reviewed and no issues or discrepancies were found. This records review confirms that the device met all material, assembly, and performance specifications. Should further relevant information become available; a supplemental medwatch report will be filed.